Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was put through a CT scanner and didn't know she had the bladder stimulator. The patient stated how her stimulator and patient programmer would not sync up and the patient couldn't pee. The patient confirmed that she was referring to a return of symptoms and they drained her bladder before she left. Troubleshooting attempts were made and the patient was seeing the sync screen and could not connect her patient programmer to her ins. The patient replaced the batteries in the patient programmer and was able to successfully connect to her ins. The patient confirmed stimulation was on and the patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the inability to sync the ins to the patient programmer was the incorrect batteries being used in the programmer, once they changed the batteries, they were able to sync. They reported after changing batteries they were able to adjust stimulation adn their symptoms had resolved.